Event description:
It was reported that the network card of the cardiosave intra-aortic balloon pump (iabp) was not communicating properly. It was further reported that the pump would not communicate with the hospital his system. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for the reported issue. To fix the issue, the fse replaced the executive processor board, and then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the network card of the cardiosave intra-aortic balloon pump (iabp) was not communicating properly. It was further reported that the pump would not communicate with the hospital his system. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.